Event description:
In 2010, the lay user/pt contacted lifescan alleging that onetouch ultra meter displayed the error 4 and 5 messages. The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt alleged the issue started at 7 am. She then said that she skipped a dose of 30 units of novolog 70/30 due to the issue. The pt said that about 30-45 minutes after the issue started, she developed symptoms of "clammy, sweaty, and weak". She denied any treatment for the symptoms. According to the troubleshooting performed with customer service, the pt did not apply a sufficient sample. The test strips were within expiration dating and after walking through a retest the issue was resolved. Although the pt's management of diabetes is unk this complaint is being reported because the pt alleged she obtained error messages on the meter and subsequently developed symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.